Event description:
Had a synvisc one injection on wednesday (B)(6) 2015 by dr (B)(6) in right knee for pain from osteo arthritis. By tuesday (B)(6) 2015 knee pain is 10 times worse and knee is swollen double size. I am now barely able to walk. I have numbness to go with it, the pain is unimaginable. This drug should be removed from market. Please read all medical complaints that the drug MFR has failed to inform the public of. I may have permanent damage from this injection. Reason for use: knee pain, this injection is supposed to replace hyaluronic. Event not abated after use stopped or dose reduced. Event reappeared after reintroduction?: yes.